Manufacturer narrative:
On september 28, 2020, mentor became received additional information indicating the patient's previously unspecified devices were mentor smooth round moderate plus profile 800cc, catalog# 3502800, serial# (B)(6) (left), (B)(6) (right). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 10, 2020, mentor received additional information indicating the patient also experienced capsular contracture, baker grade unknown on the right side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following erroneous data which was submitted with the previous report: section g3. Is report source health professional was erroneously checked. Section g3. Is report source consumer should have been checked. In addition, mentor received additional information indicating the patient would undergo explantation on (B)(6) 2020. Reason for device explant and/or reoperation: rupture h6 patient code 3191: medical device removal manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor saline implants and experienced capsular contracture, baker grade unk on the left side and a deflation on the right side post-operatively, which were confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.